Event description:
It was reported that the pulse generator would not interrogate and was showing intermittent pacing. The estimated remaining longevity was 1.1 years in june 2007.

Manufacturer narrative:
No medwatch form was received.